Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.